Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Event description:
It was reported by the customer that none of the keys on the insulin pump are working. Customer's blood glucose level at the time 116mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).